Event description:
It was reported, episodes of post paced t wave oversensing were observed on the device. Reprogramming was performed, however, the episodes continued. No additional intervention has been performed at this time. The patient was stable and will continue being monitored.